Event description:
Outbound, mother reports leaking tubing lot #3648274, this is the 3rd leaking tubing pt has had in the last month. No further details provided. Lot # 3648274. Diagnosis or reason for use: sph.